Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "door not fully latched alarms" was confirmed and reproduced. The issue was caused by a failed lower link switch. As a result, the lower auxiliary flex assembly was replaced.

Event description:
It was reported that a pump was alarming for a door not fully latched message. There was no pt injury.